Manufacturer narrative:
After the maintenance of the customer's di water system machine by a third-party company, it was confirmed that the issues were resolved. The issue was determined to not be caused by the roche device.

Manufacturer narrative:
The field service engineer checked the reagent and sample probe adjustments, checked the gear and main pump pressures, decontaminated the reagent probes, checked for obstructions on the sample probe, and checked therinse arm adjustments. No issues were found. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose result for one sample from the cobas 8000 c702 module. The initial result was 487 mg/dl and the repeat result was 83 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.